Event description:
On (B)(6) 2007, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and an iliac artery aneurysm. On (B)(6) 2011, a computed tomography angiogram revealed a leak from an unk origin and a possible infection. On (B)(6) 2011, an indium scan confirmed the infection. The physician stated he felt the infection originated from an abscess in the iliopsoas muscle. On (B)(6) 2011, the pt's endoprostheses were removed due to the leak and infection and reconstructed with the femoral vein. It was reported that the pt had a complicated recovery after the explant procedure with complications from renal failure and respiratory failure and was transferred to a rehab facility where he developed pneumonia and expired on (B)(6) 2012. The exact cause of death was septic shock, pneumonia, pulmonary emboli, end stage renal disease and asystole.

Manufacturer narrative:
The review of the mfg and sterilization paperwork verified that these lots met all pre-release specifications. Please note additional devices implanted and related to this event: pxc201000/05242490, pxc201200/05263963.